Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Please disregard the information in report number as this is a duplicate report. The information contained in this report has previously been reported on MFR number 3004753838-2020-032200.